Manufacturer narrative:
Device was not returned for evaluation. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Additional information: d9, h3, h11. Corrected data: b5, h6. Device was returned for evaluation. Device evaluation found that all cables were secure, and no leak was found inside of the unit. The root cause could not be found, malfunction was unable to be duplicated. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Upon further review of the reported event, allergan's medial safety physician reviewed the device evaluation and determined that the event is not consistent with a unit leak.

Event description:
Upon further review of the reported event, allergan's medial safety physician reviewed the device evaluation and determined that the event is not consistent with a unit leak.

Manufacturer narrative:
Device was returned for evaluation. Device evaluation found that all cables were secure, and no leak was found inside of the unit. The root cause could not be found, malfunction was unable to be duplicated; therefore this is no considered reportable for control unit leak.